Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and dislodged. It was noted that the patient experienced a syncopal episode at home and hit their head, and stayed overnight in the hospital. The rv lead was explanted, examined for biopsy, and then re-implanted. No further patient complications have been reported as a result of this event.